Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control advised the customer that the device is no longer supported by physio. As a result, parts and service are not available. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was returned to the customer unrepaired; therefore further analysis of the unit could not be performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.